Event description:
It was reported that the patient received several shocks due to oversensing, and impedance and thresholds were high. The pace/sense portion of the high voltage lead was capped. No patient complications were reported as a result of this event.